Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant, while slitting of the delivery catheter, the pull wire broke resulting in a lead dislodgement. It was noted that the physician sliced through the pull wire with the slitter. The catheter was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the catheter was returned and analyzed. Analysis revealed the mechanical operation of the catheter peeling/sl itting/splitting showed a spiral slit and the mechanical operation of the catheter was damaged.

Event description:
.